Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during an anterior pelvic floor repair procedure on (B)(6) 2010. According to the complainant, the lead suture detached from the rest of the leg. The suture detached while pulling it through the tissue, outside of the body. The suture, with the needle at the end, did not fall into the patient. There was no reported bunching of the dilator, and the suture broke proximal to the hemostat that was being used to pull the suture. This was the first leg that was being implanted. The physician was able to successfully complete the procedure with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient's reporter contacted lifescan alleging the meter has a line through the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.